Event description:
Caller states the patient tested 1.4 inr and 1.3 inr on t he coaguchek xs system while a comparison lab returned as 3.1 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.